Event description:
A 2.5 mm diameter x 18 mm length endeavor sprint drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a proximal circumflex lesion. Vessel morphology was reported as a severely tortuous and heavily calcified lesion. The lesion was not pre-dilated. The endeavor sprint drug-eluting stent delivery system was inserted in attempt to direct stent the lesion; however, was only able to get the stent partially across the lesion. The device was pulled back; however, when removing the delivery system, the stent dislodged from the balloon. The un-deployed stent was retrieved with a snare and successfully removed. The lesion site was pre-dilated. A second endeavor sprint of the same size was successfully implanted at the lesion site. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: conclusions: severely tortuous and heavily calcified lesion.